Event description:
Customer had a problem with intermittent low sodium results. He noticed it initially on (B) (6) 2009, but could not provide any results from that date. Customer said he would be repeating a run of approximately 130 patient samples. He then provided six discrepant sodium results from (B) (6) 2009: sample 1, initial result 121, repeat 134 mmol per l. Sample 2, initial result 127, repeat 140 mmol per l. Sample 3, initial result 123, repeat 140 mmol per l. Sample 4, initial result 124, repeat 137 mmol per l. Sample 5, initial result 117, repeat 135 mmol per l. Sample 6, initial result 122, repeat 139 mmol per l. No invalid patient results were reported, no corrected reports were needed. The field service representative did not determine a cause. He cleaned ise fluid lines from reagent through electrode block with acid and di water mixture, then flushed with di water and he replaced electrodes. To verify analyzer operation, the field service representative ran ise check and all measurements came in.